Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation for esophageal varices procedure performed on (B)(6) 2023. During the procedure, the device could not be deployed and could not be used for the procedure. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.